Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported thrombosis, and the relationship to the product, if any, cannot be determined. The reported patient effect of thrombosis is listed in the xact carotid stent system information for prescribers as an adverse event potentially associated with carotid stents and embolic protection systems. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported in an article that a middle-aged patient presented as a wake-up stroke to an outside hospital. The patient had a computed tomography angiography (cta) at the outside hospital, which revealed a right cervical internal carotid artery (ica) occlusion with no opacification of the intracranial ica or proximal middle cerebral artery (mca) vessels, as well as a right anterior cerebral artery (aca)-a2 occlusion. Angioplasty of the cervical ica performed with a viatrac 4.5-mm balloon. Given residual severe stenosis, a 6 8 mm x 40 mm xact stent was then deployed. Post stent angiography revealed a patent cervical ica with a petrous occlusion. Attempted to cross the petrous occlusion with a reperfusion catheter over a microcatheter and wire without success. Procedure continued with a deployment of another 3x20mm non-abbott stent across the thrombus. A reperfusion catheter was taken across the anterior communicating artery over the microwire to the face of the clot. The aspiration catheter was removed under constant aspiration with full tici 3 reperfusion of the segment. The total procedure time was 230 minutes. The patient initially improved but had a decline 2 days later and was taken for angiography, where he was found to have a clot of the external carotid artery (eca) adjacent to the stent. This clot was impairing his needed eca-ica collaterals. He was treated with 6 mg of intra-arterial abciximab and 600 mg of clopidogrel via his nasogastric tube with resolution of the thrombus. Follow-up magnetic resonance imaging (MRI) revealed a small right aca stroke and scattered small mca territory infarctions with no hemorrhagic transformation. There was also a punctate lesion in the left parietal lobe noted on follow-up MRI. The patient was discharged to acute rehabilitation with an nihss score of 7 (down from 15). The 90-day modified rankin scale score was 3. Details are listed in the article titled, "stent-retriever thrombectomy across circle of willis".